Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G3: date received by manufacturer- additional information. H2: additional information. H6: adverse event problem component codes ¿ additional information.

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).